Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2016 and a barbed suture was used. During the procedure, the needle pulled off from suture. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The actual product was received for analysis. The needle and suture were visually inspected. The sample conditions suggest a clip off defect, which is caused by excessive pressure on the suture during swaging of the needle and consequently breaking.